Event description:
It was reported that the pump battery was depleting quickly. A replacement pump was sent to the customer to resolve the issue. The customer continued using the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.